Event description:
A report was rec'd that a pt's precision system was explanted. The pt was experiencing pain in his legs that may be due to possible nerve root irritation, therefore, the physician chose to explant the system. The pt was doing better after the lead was explanted, but remained hospitalized for reasons unrelated to the device. The pt was also prescribed pain medication